Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial leadless pacemaker (lp), it was noted that the lp exhibited unacceptable thresholds. The lp was retrieved and explanted, and a pacemaker was implanted. The patient was in stable condition and discharged.